Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle/syringe or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the product package was opened, scattered white foreign bodies were found throughout the wall."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.